Event description:
The pt was seen at the implant center for device evaluation in 2001. Testing conducted at the center confirmed that device was no longer functioning. Revision surgery has not been scheduled.